Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they were having a problem with the stimulator, and it was an emergency. They clarified the issue stating that the implantable neurostimulator (ins) had moved and was pinching and sitting on the sciatic nerve on the right side. The consumer indicated they couldn't walk, couldn't sleep, and couldn't get comfortable. It was stated that this had been confirmed by an x-ray. It was noted the consumer either needed to have the device fixed or removed. The consumer stated they had a fall around (B)(6) 2016. It was noted they had an appointment on (B)(6) 2016. Indications for use were failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their therapy was pressing against their sciatic nerve. The patient stated that they had an appointment scheduled on the date of this report and wanted to know if a manufacturer representative would be present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.